Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead continued to unexpectedly jump out while the physician was placing it. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was reported to abbott and confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix was extended, bent and clogged with blood/tissue. X-ray examination of the helix mechanism found the helix was bent. The cause of the reported event was isolated to the helix being bent and blood/tissue in the helix region.